Event description:
The manufacturer received information alleging that the trilogy ev300 ventilator device would not turn on. No patient or harm or injury was reported. The front panel keypad will be replaced to address the reported issue.